Manufacturer narrative:
(B)(6).

Event description:
The customer reported to philips that the device's pacing button was not working and the display buttons were worn. There was no reported patient involvement.